Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip on the 8mm medium-large clip applier did not detach from the instrument, or rather, it remained attached to the instrument after being put on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was noticed. After the surgeon clipped the vessel, he took the instrument away and the clip got stuck in the instrument. The green ml hem-o-loc was used with the clip applier instrument. The size was correct and it was the first application. A new instrument was opened.